Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded they have a one patient where the peri-guard tore. During pericardial closure of an unspecified procedure ¿slight tearing of the patch during suturing¿ was noted. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
Corrections: b1: adverse event or product problem, h1: type of reportable event, f10: health effect - clinical codes, f10: health effect - impact codes, and f10: medical device problem codes should additional relevant information become available, a supplemental report will be submitted.